Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Subsequently, it was reported that a malfunction alarm occurred, and customer was unable to put the pump in storage mode. Customer's blood glucose level was 200 mg/dl. Customer contacted health care provided to obtain back-up insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 0, and unexpected reset issue was verified. Based on the analysis, the alleged storage mode issue could not be verified. Additionally, different issues were identified (malfunction 1, and malfunction 3).